Manufacturer narrative:
(B)(4).

Event description:
It was reported that despite proper therapy delivery, the vt was not terminated and external defibrillation was needed. Physician decided to increase medication therapy. Patient condition was reported to be good.